Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, scratches on the posterior side of the lens was observed. There was no patient harm. Additional information was requested and received stating there was no issue with the iol as well as the delivery system. No further reports required. Additional information was received stating the operation was completed, there was no reason for explantation - minimum optic damage comparable to a defect after ndyag, moreover far enough from the optical axis not to interfere. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.